Event description:
The customer reported system is not saving images. Images are not being saved to hard drive.

Manufacturer narrative:
The ge service rep found a bad hard drive and software need to be replaced. Removed and replaced hard drive. Loaded system software. Erased program flash and redownloaded cal files using utility suite. System will save images to hard drive. System is ok to use.